Event description:
The customer reported the fluoroscopic image was pixilated effectively eliminating the ability to view a usable image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation pcb assemblies were evaluated and reseated. The system was tested, found to be working as intended and put back into service.